Manufacturer narrative:
Citation: guzman, j. Md et al. Anterior mitral leaflet (aml) endocarditis and perforation after self-expanding tavi. Thoracic and cardiovascular surgeon (netherlands) (2018) volume:66 doi 10.1055/s-0038-1628110 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6) -year-old male patient with medical history of severe aortic stenosis, moderate mitral insufficiency and moderate-to-severe tricuspid insufficiency who was implanted with medtronic evolut r prosthesis. Serial number not provided. Six-week post-implant, surgical double valve replacement was performed due to cardiac decompensation, perforation of anterior mitral leaflet and deep implantation of the valve and infectious vegetations. No additional adverse patient effects or product performance issues were reported.